Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod. The patient reports the prior night they were unable to find their controller charging cord. The patient administered 8 units of insulin via syringe. The following morning the patient had administered another insulin correction by syringe. The patients husband called for an ambulance as the patient was found to be unconscious in bed. Once the paramedics arrived the patient was treated with both intravenous fluids as well as glucose. In addition the patient was given peanut butter and crackers. The patients reported blood glucose after treatment was 230 mg/dl. The paramedics were at the patients home for 45 minutes. The patient was not taken to the hospital.